Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, and weight were not supplied. Service was not dispatched for the event. The accutni+3 reagent was not returned for evaluation. Customer technical support (cts) advised the customer to send the patient sample to beckman coulter (bec) for interference testing. The customer stated they did not have enough of the sample remaining to send for interference testing. The cause of this event cannot be determined with the available information.

Event description:
The customer reported reproducible elevated troponin I (access accutni+3) results on the unicel dxi 600 access immunoassay system (serial number (B)(4)) for one patient. The initial result recovered above the customer's normal reference range and was repeated on the same unicel dxi 600 access immunoassay system and recovered above the normal reference range. The customer analyzed the same sample on their alternate access 2 immunoassay system (serial number (B)(4)) and obtained results above the normal reference range. The results were released out of the laboratory. There was a change in patient treatment as the patient was transferred to an alternate facility as a result of the reproducible elevated accutni+3 result. Serial draws were performed at the alternate facility. The samples were tested on a roche system for troponin t. The customer stated the results obtained at the alternate facility were negative (data was not supplied). Calibration, quality control (qc) and system check parameters met assay and system specifications. The sample was collected in a lithium heparin plasma gel tube and centrifuged at 4000 rpm (revolutions per minute) for five (5) minutes at room temperature. No sample integrity issues were noted.